Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 115330, comp rvrs shdr glen bsplt +ha, lot # 972880, catalog #: 115395, comp rvs cntrl 6.5x25mm st/rst, lot # 576860, catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 278060, catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 563990, catalog #: 115320, comp rvrs shldr glnsp std 41mm, lot # 656860, catalog #: 180555, comp lk scr 3.5hex 4.75x40 st, lot # 954060, catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 324510, catalog #: 113657, comp primary stem 17mm std, lot # 674420, catalog #: ep-115396, e1 44-41 std hmrl brng, lot # 549440. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01710, 0001825034-2020-01711. Remains implanted.

Event description:
It was reported that the patient underwent a right shoulder revision about two (2) months ago. Patient is experiencing an infection and is in the recovery phase from this surgery.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.